Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system shut down on its own. Additional information has been requested.

Manufacturer narrative:
The customer was having problems with their uninterruptible power supply (ups). The issue was confirmed via event log. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The customer was instructed to check the ups (not supplied by our company) and the customer was able to resolve the problem. The system was manufactured on june 17, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the customer non-conforming ups, which supplies power to the system. The manufacturer internal reference number is: (B)(4).